Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the reading was >(greater than) 4000 ohms on all of the bipolar pairs. Caller reports reading >4000 ohms on all of the unipolar pairs. Representative reported that during the stage 2 implant there were some electrode combinations that were out of range (high impedance). The doctor removed lead and cleaned it off then reseated lead and tightened set screw. After reseating the lead 9 out of 10 combinations were good with one pair still had high impedance. The patient received motor response so doctor closed up and completed implant. Representative called post-operative because now all impedances were out of range (high impedance) and patient does not feel stimulation on any electrode combination. The representative will discuss with doctor. Additional information received reports the lead was not held in the header block. There was suspicion that the lead bent slightly out of the header block. The surgeon went back three days after implant and found that the lead had come out of the ins completely which was why all of the impedances were >4000ohms. The surgeon placed a new battery and all impedances were within the normal range. At post-operative, the patient was feeling stimulation and during follow up the patient was getting good symptom relief. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.